Event description:
During a laparoscopic hernia repair the eas staples would not release from the device. Also a 511s trocar gasket was leaking. No further info was given on how the case was completed. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot identification results of evaluation: af)the inst.s were conforming with regard to staples feeding, firing and forming. The inst.s properly formed the remaining;a)11 staples.f)14 staples.b)the inst. Improperly formed the remaining 9 staples.it was concluded the malformed cartridge caused the staples to form improperly.bd)no conclusion could be reached as to how the cartridge had become malformed.c)the first staple fired formed properly.the final 2 staples partially formed. The trigger hesitated when fired in the articuated position, causing the staples to malform. The inst. Was disassembled, no conlcusion could be reached as to why the trigger to hesitated. D)the inst. Was received with a malformed cartridge. The inst. Properly formed the last 10 staples. The malformed cartridge did not affect the inst.'s functionality. E)the inst. Was received with a broken cartridge and no testing could be performed. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.